Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/pt contacted lifescan alleging that a one touch ultra was reading inaccurately high. The pt indicated that the alleged meter issue started approx a week earlier. On an unk date, the pt obtained a meter reading of "168 mg/dl." The pt did not take any actions related to diabetes treatment as a result of the meter issue. At an unspecified time after obtaining the meter result of "168 mg/dl," the pt reportedly passed out. The paramedics arrived within 15-30 minutes and tested the pt's blood glucose with an emt meter. The paramedics obtained a meter reading of "22 mg/dl" and treated the pt with oral glucose. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt reportedly passed out and received medical treatment after obtaining an alleged inaccurate high result. It is not clear, however, as to when the event occurred in relation to when the alleged meter issue started.